Manufacturer narrative:
Additional information: g3, h3, h6, h10. A review of the device history record showed the device had a manufacture date of (B)(6) 2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device failed preventive maintenance. There was no patient involvement.

Manufacturer narrative:
The device has been received and a technical evaluation has been completed. Confirmation of the allegation is pending. However, damage to the barrel clamp assembly was found in connection to the reported allegation. This report is reportable based on the findings of damage to the barrel clamp assembly. A follow-up report will be sent once the investigation including device history review is completed.

Event description:
It was reported that the device failed preventive maintenance. There was no patient involvement.